Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report is a duplicate of a previously submitted medwatch form. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02665. Report source: literature: gaillard, melissa d., and thomas p. Gross. ¿metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis.¿ journal of orthopaedic surgery and research, vol. 12, no. 1, feb. 2017, doi:10.1186/s13018-017-0579-y. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article, patients experienced complications following hip resurfacing arthroplasty. Patients did not undergo reoperation or revision. Four patients experienced late fracture.